Event description:
During a tan nail procedure, the 4.0 drill broke in the superior recon hole of the tan nail. The procedure was prolonged more than 2 hours and the drill bit was left in the femoral head/neck of the patient.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that based on the limited clinical information provided, the root cause of the drill bit breakage cannot be determined. The patient impact beyond the reported greater than two hour delay and the retained femoral foreign body (fb) cannot be concluded. It remains unknown if the surgeon has future plans to remove the retained drill bit tip or if micro-motion of the retained fb is possible. No further medical assessment can be rendered at this time. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved and/or device information, our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.